Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The customer reported a black screen. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be obtained. There was no report of medical intervention being required as a result of this event. The manufacturer¿s international service technician reported that the customer declined philips repair so no service was rendered.

Manufacturer narrative:
G4: (B)(6) 2020, b4: (B)(6) 2020. Additional information was received that there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.